Manufacturer narrative:
Concomitant products: product ID: 8578, (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8711, lot# j11177r65, implanted: (B)(6) 2002, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care provider along with the representative reported that this patient's pump delivered fentanyl. The concentration was 15 mg/ml and the dose was 12 mg/day. The lot was unknown. Non-malignant pain, rsd/causalgia-complex regional pain syndrome were there indications for use. The refills occur in the patient's home and when the home health agency interrogated the pump on (B)(6) 2015 it was discovered that the pump stalled on (B)(6) 2015 at 00:07. The stall was active, had not recovered, at the time of the call on (B)(6) 2015 and a stopped pump period may exceed tube set was noted via the logs on (B)(6) 2015 00:07. The patient did not have a recent magnetic resonance imaging (MRI) scan nor was the patient exposed to major electronics. As of (B)(6) 2015, the patient experienced withdrawal symptoms which included flu-like symptoms. The patient was admitted to the hospital in mild withdrawal symptoms in the evening of (B)(6) 2015. Rotor and dye studies were not performed. The pump was explanted and replaced on (B)(6) 2015 and the patient recovered without sequela. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found motor gear train anomaly, corrosion, wear and lubrication. Analysis of the pump also found motor gear anomaly stall due to gear wheel 3.